Event description:
The patient was wearing the pod for 24 to 36 hours on the arm. The patient reported they had infection type drainage from the site along with pain. They went to see a doctor and was prescribed clindamycin 300mg and was directed to take 1 capsule 4 times a day. They were also provided with hydrocodone-acetamin10-325mg and directed to take 1 tablet every 4 -6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.